Manufacturer narrative:
(B)(4) no device evaluation performed as no malfunction reported. Facility discarded device.

Event description:
An atricure representative attended the fusion summit held in (B)(6) where a slide presentation on a paper was given: staged hybrid ablation for long standing persistent atrial fibrillation. During the conference, one of the surgeons from (B)(6) stated that approximately over a 3 year period, 12 events that involved the fusion 150 device where the patients had phrenic nerve injuries associated with the procedure. The surgeon theorized that the back of the device overheats and stated that this may have contributed to such injuries. This view was not shared by most of the participants of the meeting who felt that this was more likely due to over retraction of the pericardial stay sutures. Of those 12 patients, 4 of them have been previously captured through the atricure reporting system and were previously reported to the FDA on 13 apr 2016. Further communication with the surgeon stated that nearly all patients have recovered to date.